Event description:
It was reported that the patient experienced strong hoarseness following the vns implantation. The surgeon consulted with an ent and it was determined that the patient was experiencing vocal cord paralysis that was attributed to the vns surgery. No additional information has been received to date.